Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was malfunctioning. She went to the beach, took the device off before going into the water, and put it in her beach bag. When she wanted to do an infusion set change she noticed that the screen of the device got locked and the keypad was unresponsive. The customer changed the batteries and the device alarmed battery out limit. The customer switched to a manual injection and is not using the insulin pump at all. The customer's blood glucose was 250 mg/dl. The customer was advised to discontinue the use of the device. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or frozen display was noted. All operating currents were within specification. No unexpected battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.